Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) could not be confirmed via return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported unintended movement (sleeve steering issues) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. An ntw mitraclip was advanced to the left atrium. When the 'm'-knob was applied, the clip delivery system (cds) steered in the wrong direction. The cds was retracted to re-check the alignment of the blue line with the guide hemostasis valve. The guide was inserted correctly and advanced to the left atrium, but once again the cds was steering incorrectly. The cds was removed and a replacement was used to complete the procedure without issues. No additional information was provided.